Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed due to a defective emergency lamp and harness. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source spare lamp indicator was blinking. The issue occurred during preparation for use. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the phenomenon occurred due to spare lamp failure and harness failure. Olympus will continue to monitor field performance for this device.